Event description:
During a live liver donor procedure, the stapler malfunction. It worked fine on the first three attempts and then it jammed. Replaced with a new one to complete procedure. No pt consequence.